Event description:
It was reported via clinical study on 18 aug 2022 that the right ventricular (rv) lead was also related to the twiddler's syndrome event reported previously in 2017865-2022-02063, 2017865-2022-02064, and 2017865-2022-02065 submitted on 27 jan 2022. Further information was requested but not received.

Event description:
Additional information received notes that the implantable cardioverter defibrillator (ICD) and leads were explanted. The patient condition was stable before, during, and after the procedure.

Event description:
Additional information received notes that the right ventricular (rv) lead had dislodged and was capturing the wrong chamber. Patient received inappropriate shocks due to far p wave oversensing. The physician elected to deactivate high voltage therapy. The patient condition was unknown.